Event description:
This rv lead was implanted on (B)(6) 2017 and still remains in service at this time. A call was placed to technical services on 08/16/2018 stating that this lead was exhibiting some high and variable thresholds as high as 2.9 volts. The following physician was dr. (B)(6) at (B)(6) clinic rochester. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).